Event description:
The account alleged the foot end brake casters swivel while in brake mode. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.